Event description:
It was reported that the pump touch screen was cracked and the customer could not interact with half of the screen. Reportedly, the reason for the cracked screen was unknown. There was no known impact to the customer¿s blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.